Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology is severely diseased and severely stenosed bi-lateral iliac arteries. It was reported that physician dilated the right iliac artery with a 20 french hydro-dilator. The stent grafts were implanted, however, upon final angiogram the iliac limb had become occluded. The physician elected to place an aortic cuff creating an aorto-uni-iliac and perform a femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
.